Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Concomitant medical product: d314drg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to impedance variation and increased sensing integrity counter (sic). The lead had fractured. Detections were programmed off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.